Event description:
Guidant received information that this programmer froze during testing. The programmer continued to decrement down and the non-pacemaker dependent patient experienced a loss of capture.